Event description:
The pt underwent insertion of catheter as a pre-requisite for a radiofrequency ablation for atrial fibrillation. Three different diagnostic/mapping catheters were inserted. An inquiry catheter (irvine biomedical) was inserted into the left femoral vein and positioned in the coronary sinus. An ice - intracardiac echocardiogram catheter (boston scientific) was inserted into the right femoral vein and positioned near the right atrial septum for viewing into the left atrium. A transseptal procedure was performed and a biosense webster cathter was inserted into the left atrium. Mapping of the pulmonary veins was performed using an esi 3-d navigation system. At this time, the pt became hypotensive with decreasing blood pressures. The pt was intubated and started on a dopamine infusion. A pericardialcentesis was performed withdrawing about 350cc of fluid from the heart. The pt stabilized and was transferred to the intenvsive care unit. The pt remained intubated as there was concern that the pt had aspirated during the intubation. No ablation was performed. The physician's medical opinion was that the tamponade occurred due to a tear in the coronary sinus.